Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel.

Event description:
It was reported that the helix would not engage on the table prior to insertion during the implant procedure. A new lead was implanted. No patient complications were reported as a result of this event.